Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump alarmed for empty cassette; however, "according to the calculations patient would have 18 ml left." It was reported that the extra dose was not given. Additional information was received that the patient would begin using the reservoir volume function. It was reported that "they couldn't put the reservoir volume on the pump" and that the pump was slow and difficult to program. Per reporter the pump was subsequently exchanged. No adverse patient effects were reported.